Event description:
It was reported that (1) tsw35 and (1) tr35b were used during a laparoscopic appendectomy procedure. It was reported by the rep that the surgeon informed rptr that he had experienced bleeding in the staple lines on a laparoscopic appendectomy using the tsw35. The surgeon was able to control the bleeding intraop using endo loops and cautery. The case was completed and there was no consequence to the pt.